Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(4) implanted: 2016-(B)(6) explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) ubd: (B)(6) 2018, UDI#: (B)(4) h6: device code: c62955 was updated to c53269 regarding the pump. Eval code - conclusion code ¿ 92 is being updated to 67 for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was receiving intrathecal unknown morphine 0.5 mg/ml at 0.1 mg/day via the implanted pump. It was noted the event difficulty occurred on 2018-(B)(6). A partial explant of the 8780 occurred on 2018-(B)(6) and only the pump connector was replaced and would be returned. It was noted the catheter would not aspirate during the scheduled pump replacement. There were no environmental/external/patient factors that may have led or contributed to the issue. The doctor tried to aspirate through the side port, but could not get any fluid back so he replaced a small portion of the pump connector only. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked and unknown. Additional information was received from the rep on 2018-(B)(6) clarified the pump was not replaced (previously reported in error) and could not speak to what happened regarding the ¿broken¿ pump. The only thing replaced was a portion of the catheter and the catheter was put in the mail and returned on 2018-(B)(6). Additionally, it was noted it was unknown why the catheter would not aspirate. It was reported the ¿physicians did not care why the catheter was not working, they only knew it needed to be replaced when it was not aspirating.¿ this had been confirmed by the physician. The catheter aspiration was attempted at the start of the case. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the catheter revealed damage to the transition tube of the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s pump is ¿broken¿ and not in use. The event date was unknown. No patient symptoms were reported. It was noted that the patient was in for an MRI (magnetic resonance imaging) , and the caller was requesting compatibility guidelines. It was stated that the MRI was for the patient's knee and was not due to a problem with the device or therapy. It was noted that the caller was not familiar with the pump or the history of the patient, and had no further information. No further complications were reported/anticipated.